Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing on an endoscopic control of duodenal ulcer, the reload was attempted to be removed but was unable to be removed. Noting fell into the patient¿s cavity. It was stated that the tissue was hard and the firing speed was slow. The procedure was completed with manual suturing.